Manufacturer narrative:
The reported field event of oversensing due to a suspected header anomaly was not able to be reproduced in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomalies that could contribute to the reported event. The device header was found to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an implant procedure, episodes of oversensing were observed on the device. The device pocket was reopened and the leads were disconnected from the device and no abnormalities were observed. Once reconnecting the leads to the device again, oversensing was observed during provocative testing. A header anomaly was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.